Event description:
It was reported that there was a flow rate accuracy inspection. The fault occurred while checking before in use with the patient. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
E1: facility name (B)(6) hospital. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. As a result of checking the log, it was confirmed that there were no errors in the settings and no record of any alarms related to flow rate accuracy. The accuracy was within specification during functional testing. There was no issue found with the pump during analysis. The investigator noted the issue could possibly have been due to the cassette or circuit products. No action was taken.